Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot#: j0527868v, implanted: (B)(6) 2006, product type: lead. Product ID: 3487a-33, lot#: j0555658v, implanted: (B)(4) 2006, product type: lead. Product ID: 37714, serial#: (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator . Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4), ubd: 24-jun-2009, UDI#: (B)(4); product ID: 3487a-33, serial/lot #: (B)(4), ubd: 10-oct-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer rep regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient reported that they had a lead revision in the past because the leads had become loose, not secured.